Event description:
Echocardiography revealed an elevated gradient. The valve was explanted and was observed to be stenosed with thrombus. A smaller 21 mm sjm epic valve was implanted. The patient expired on (B)(6) 2013, due to acute heart failure.